Event description:
According to the reporter: the patient was returned to the operating room in 2008 from the recovery room. The patient was complaining of pain and was diagnosed with ileus. A piece from the device used in the prostatectomy surgery earlier was found in the patient's bowel. Another surgery was done to correct the ileus. No significant bleeding was reported.